Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for six patients tested on a cobas e 801 analytical unit. On (B)(6) 2022, the patient's initial probnp results were reported outside the laboratory. On (B)(6) 2022, the customer performed repeat testing with the samples on a different e 801 analytical unit. Patient 1's initial probnp result was 106 ng/l. The patient's repeat result was 971 ng/l. Patient 3's initial probnp result was 291 ng/l. The patient's repeat result was 3458 ng/l. Patient 4's initial probnp result was 49.2 ng/l. The patient's repeat result was 796 ng/l or 769 ng/l. Clarification on the patient repeat result was requested but not provided. Patient 5's initial probnp result was 194 ng/l. The patient's repeat result was 413 ng/l. Patient 6's initial probnp result was 1010 ng/l. The patient's repeat result was 1687 ng/l. Patient 7's initial probnp result was 1090 ng/l. The patient's repeat result was 1630 ng/l. The customer determined the repeat results were correct. The probnp reagent lot number was 60018601 with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer checked the instrument and did not find any issues with instrument performance. He performed reproducibility testing and had acceptable results. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. Based on the provided information, the cause of the event could not be determined, but the investigation determined the issue was consistent with an unknown preanalytical handling issue. The investigation did not identify a product problem.